Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms or display ramping on its own anomaly noted during testing. The device had cracked case at display window corners and minor scratched lcd window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that his blood glucose level was 75 mg/dl. Customer stated that the down button was stuck. Customer was trying to set bolus when the event took place. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No further assistance needed.